Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found insignificant anomalies; the ins was functionally okay.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0djg6, implanted: (B)(6) 2013, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer died on (B)(6) 2016. The cause of death was a cerebral vascular accident with a secondary cause noted as severe inoperable "sp" stenosis.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was having issues however not sure if related to device. Caller stated patient started to have severe back pain and was admitted to the hospital for it and was diagnosed with severe degenerative disc disease. While hospitalized it was also determined that patient has uti, and when was tested again second round of uti was detected and e. Coli infection was also diagnosed. Caller stated patient's kidneys have shut down, patient can't walk and also has dementia. Patient was transferred to rehab and caller was considering relocating. Caller does not know if therapy was on or off however no return of symptoms (diarrhea) have been reported by patient's husband, however per conversation with nurse, caller believes that patient may be constipated as nurse told her that they gave her some medication if patient did not have a bowel movement at least once every three days. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.